Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine change out, this right ventricular (rv) lead was difficult to remove from this pacemaker. When removing the lead from the header, the lead pulled apart exposing the conductor coils. This lead was surgically abandoned and replaced. No adverse patient effects were reported.